Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that when the patient presented via merlin.net, low pacing impedance was observed on the right ventricular channel. The patient is stable and will continue to be monitored.

Event description:
Additional information indicates that the right ventricular lead was capped (B)(6) 2019 and replaced and the patient was stable throughout.